Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced high blood glucose while using the ilet system with a steel 6 mm contact detach infusion set after running out of insulin, resulting in interruption of insulin delivery and the need for assistance with cartridge replacement and infusion set change. Symptoms included hyperglycemia with a reported blood glucose of 307 mg/dl. Outcomes included resumption of insulin therapy following guided cartridge and set replacement, with blood glucose decreasing to 176 mg/dl. Investigation included remote troubleshooting and user education covering pump rewind, cartridge installation prior to connector placement, disconnection from the anchor site, fill tubing, reconnection, and fill cannula, along with counseling to change all supplies together per labeled two-day use. Investigation of this case revealed user-related interruption of therapy due to depleted insulin supply and was resolved through proper replacement of consumables and correct pump setup. It was concluded, based on previously established findings for similar reports, that the cause was user error related to supply management and setup, with no device malfunction identified.